Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV set disconnected and leaked. The reporter stated that the set was infusing paclitaxel sandoz (a chemotherapy drug) when the tubing of the set disconnected from the drip chamber and leaked on the operator. There was no operator or patient injury or medical intervention required. No additional information is available.